Event description:
It was reported that there was a catheter issue, there was a catheter break at the distal segment of the catheter. The patient had under-dose symptoms and increased spasticity in "extremities." The catheter was replaced on 2015-(B)(6). The break was discovered in surgery. The rate was lowered to 1000 mcg/ml. The patient's status at the time of report was "alive-no injury." The pump system was delivering gablofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: 2004-(B)(6), explanted: 2015-(B)(6), product type: catheter. Product ID: 8596, serial# (B)(4), implanted: 2004-(B)(6), product type: catheter. (B)(4).